Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test (date not reported) indicates normal receiver stimulator function with multiple electrode anomalies. Patient underwent revision surgery (B) (6), 2009.